Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent removal on a different date that what was indicated in the initial report. The correct date of explantation was (B)(6) 2019. On (B)(6) 2019,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Mentor product lab discovered an area of missing material measuring approximately 1.1 cm x 1 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A manufacturing record evaluation (mre) of lot number 5864396 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 19, 2020, the product investigation summary was updated: during visual inspection of the device, a tear was observed on the anterior aspect measuring approximately 1.5 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 5864396 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 7603881 sn: (B)(4) and (right) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 7622157 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also experienced right side deflation post-operatively. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast implantation procedure with two 350cc mentor siltex contour profile high saline breast prostheses, experienced bilateral capsular contracture baker grade IV post-operatively. As a result, the patient underwent removal on (B)(6) 2018. This medwatch form is for the right breast prosthesis.